Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient required remedial therapy due to acute blood loss anemia/hypertension following tka. Event was deemed to be non-serious and related to study procedure, but not to study device.

Manufacturer narrative:
Please take in consideration the file attached for the previous report submitted.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
Therapy consisted of single dose packed red blood cells.